Event description:
It was reported that during an anterior cruciate ligament (medial meniscus posterior segment) performed, when the truespan 24° was attempted to be placed for medial meniscus posterior segment, the 1st implant could be placed successfully, but the 2nd implant dislodged. The same lot of the same products were attempted to use but it got the same result. (Only 1st implant could be placed, and 2nd implant dislodged.) Eventually, a total of 4 truespan from the same lot were used, and 1 implant could be placed with no problem. The surgery was completed with no issues. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. No further information is available. Report 3 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (10d172), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. E1: the reporter¿s complete facility address was not provided.